Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician intended to use the protege everflex stent to treat a dissection in the right common iliac. It should be noted that the prottege everflex is not indicated for use in the iliac. The physician noted resistance on tracking to the lesion and during stent placement so the assembly was removed. It is reported that upon removal the stent was partially deployed. The physician used another unknown stent to complete the procedure. No patient injury is reported. Evaluation summary: the protege everflex self-expanding peripheral stent system was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The sds was in a deployed profile: deployment paddles in close proximity to each other, clear fluid in the stopcock tube, safety pin was loose, outer sheath pulled back exposing the retainer, and the stent was not returned. During visual examination, it was noted that there were no kinks in the catheter, no deformity of the retainer, the distance between the retainer and distal tip was appropriate for a 60mm long stent and no defects in the distal tip. The safety pin on the returned device was loose.